Manufacturer narrative:
Additional information was received on february 6, 2024. The implant date was clarified to be (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 19, 2024. The presence of mold was suspected. Additionally, bilateral baker grade IV capsular contracture was noted. In addition to the symptoms reported previously, the patient also experienced choking, dehydration, joint pain, muscle pain, confusion, memory issues, fever, and flu-like symptoms. Explant was performed on (B)(6) 2024. The investigation of the photograph provided was completed by the failure analysis lab on may 3, 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, a white material on the shell of the implant was observed. However, as additional analysis has not been performed, is not possible to confirm mold presence in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture/generalized illness/mold manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on may 27, 2024. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 28, 2024. The event was reported to the FDA in separate reports under mw5155986 and mw5155987. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 10, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that a white material and black spot were observed embedded on the shell. Additional investigation was performed to identify the chemical composition of the foreign matter using a fourier transform infrared spectroscopy (ft-ir). The investigation concluded that it is primarily composed of inorganic calcium carbonate-based material. However, the source of origin remains unknown. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 29, 2025. In addition to the issues reported previously, the patient also stated the valves on the devices were faulty. Reason for device explant and/or reoperation: capsular contracture / generalized illness / mold / defective valve manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced several unexplained systemic symptoms and a right sided breast lump post procedure. Pain, rippling, nausea, rashes, impaired vision, dark puffy eyes, night sweats, headaches, gastric issues, and yeast infections were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-13207 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).